Event description:
It was alleged that the patients right rod was damaged. The physician revised the rod with a new magec rod without incident.

Manufacturer narrative:
A visual inspection of the returned device revealed that it was partially distracted. Functional testing revealed that the rod could not be distracted or retracted using the manual distractor or erc. In addition the rod could not be rotated. X-ray images provided, and revealed no damage to the internal components. A video was provided was reviewed and it could not be determined whether the rod's rotation was excessive. Some debris buildup was observed, which may have caused the reduced functionality/rotation of the rod. The distraction rod was manually rotated within the housing tube and some rotation was observed, however, the rotation was not excessive and within the norm. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.